Event description:
Patient was on fall alert and was found on the floor. Staff states that bed was set, but did not alarm. Tested bed and room and both tested fine. Unable to determine what was at fault since the clinical staff did not notify biomed at the time of the incident. Bed returned to service.

Event description:
Patient was on fall alert and was found on the floor. Staff states that bed was set, but did not alarm. Tested bed and room and both tested fine. Unable to determine what was at fault since the clinical staff did not notify biomed at the time of the incident. Bed returned to service.